Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) post implant while the patient was in recovery at maximum outputs in bipolar and unipolar configurations. A pre-discharge x-ray was performed and noted the ra lead had dislodged and was in a different position than at implant. The physician discharged the patient as right ventricular (rv) lead function was appropriate. The physician plans to discuss a course of action with the patient's local device physician on a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.